Event description:
It was reported that the patient was experiencing electric shocks. The electric shocks began after the device had moved from a lateral position to mid-line. The reporter stated that the device was physically pulled there by some sort of trauma, but the date and details were unknown at the time. These issues led to the revision on the day of the report. The reporter noted that they also saw fluid in the inner lumen of the lead and in clinic ¿repeating¿ impedances were measured, thought the exact measurements were unknown at the time. The reporter stated that the lead would be replaced during the revision. Two days later, it was reported that the patient lifted heavy logs and did chain saw sculptures for her job. The patient also had very strong spasms in her back as a result of a low spine disc issue. The patient noted that the spasm may have caused the device to migrate. This occurred ¿within the past one to two months.¿ it was noted that the shocks were intermittent and infrequent. The patient¿s device and lead were replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va08a6v, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).